Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker triggered an alert for a high out of range pace impedance measurement. It was thought that this was related to a spring contact issue, on the pacemaker. The pacing and sensing configurations were subsequently reprogrammed to unipolar sensing and bipolar sensing. Technical services suggested to reprogram the configuration appropriately, to unipolar pace and bipolar sense. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Manufacturer narrative:
Additional information indicated that the evaluation conclusion code was updated. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the right ventricular (rv) lead connected to this pacemaker triggered an alert for a high out of range pace impedance measurement. It was thought that this was related to a spring contact issue, on the pacemaker. The pacing and sensing configurations were subsequently reprogrammed to unipolar sensing and bipolar sensing. Technical services suggested to reprogram the configuration appropriately, to unipolar pace and bipolar sense. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.